Manufacturer narrative:
The insulin pump had a motor error alarm during basic occlusion test due to protruded/ loose drive support disk. Analysis was unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 41 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.